Event description:
It was reported by the customer that a bd pyxis¿ es server caused multiple medstations to have communication issues and go into critical override. Customer indicated the locations as follows: ER, acu, bc, cardimg, cru, gps, ICU, pacu, t2, t2w, t3, t3wa, and t3w. No serials numbers were provided. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple devices were in critical override. A technical support specialist dialed into the server, ran a site down query, discovering 750 messages pending processing. The technical support specialist then restarted the bd data synchronization server service, bd external messaging service, and bd pyxis external inbound processors service. After re-running the site down query, all messages were drained, and hsv no longer showed critical notice. The technical support specialist called the customer to inform them, and the customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server caused multiple medstations to have communication issues and go into critical override. Customer indicated the locations as follows: ER, acu, bc, cardimg, cru, gps, ICU, pacu, t2, t2w, t3, t3wa, and t3w. No serials numbers were provided. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.